Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. However, therapy cable testing was not performed due to physical damage incurred in the field. Device evaluation confirms that the monitor functioned as expected. Evaluation evidence indicates monitor performed per prescription and intended use. The device was working as specified, but as the caregiver was moving the patient, it triggered an inadvertent shock. Noise artifact might have contributed to the false detection leading to the therapy delivery. However, patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. The patient heard the alert but did not cancel the shock using the wcd heart alert button. There is no indication of a device malfunction.

Event description:
Kestra customer care received a notification that the patient had received a therapy shock. Customer care was able to reach out to the patient's emergency contact following therapy shock delivered episode. Ems services reported patient's vitals are normal. The patient did not report a shock episode and that the alert to kestra customer care was triggered while the patient was being moved by the patient's caregiver on accident. Customer care confirmed with ems that gel had not been deployed under the garment and the skin was clear of gel. However, the device event log reported that the patient had received a therapy shock on (B)(6) 2023.the patient went to the hospital ER to receive medical attention. The rn from the hospital stated that the patient won't be admitted to the hospital and the patient is doing fine. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.